Manufacturer narrative:
The customer bme confirmed the replacement of the power supply resolved the issue. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer reporting a loss of power on the v60 ventilator. The device was not in clinical use. There was no report of harm. There was no patient impact. The device did not meet specification for intended use and was removed from service. A philips remote service engineer (rse) evaluated the issue with the biomedical engineer (bme) and confirmed the reported problem. The power light emitting diode (led) did not illuminate due to no power while plugged into an alternating current (ac) power source. The bme verified the 120vac (volts alternating current) was coming into the unit. The power management (pm) printed circuit board assembly (pcba) and battery were replaced during the troubleshooting efforts, but the problem persisted. The rse advised the bme to check for 24vdc at j1 power supply harness. The customer bme acknowledged and reported no voltage at ji connector. The rse determined the power supply was faulty and advised replacement. Investigation ongoing